Event description:
A facility reported a icp sensor was removed as the icp reading was not correlating with the clinical picture of the patient. No additional information was provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received: the reporter indicated he believed the monitoring was discontinued anyway, otherwise they would have swapped it for another monitor.

Manufacturer narrative:
Cerelink sensor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The DHR review could not be performed because the serial number (B)(6) reported by customer could not be associated to our lot numbers. So lot number and product code are unknown. Additional information received: was there any consequences/symptoms for the patient? Answer : not known. Customer indicated they used integra sensor, monitor and cables.

Event description:
N/a.